Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). It appears on "(B) (6)" to (B) (6) 2008, patient was hospitalized due to opening on perineal incision with surgery on (B) (6) 2008 to repair surgical wound. On (B) (6) 2009, the entire device was removed, no reason was provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Three attempts for additional information were not successful. No conclusion can be drawn at this time.